Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you clarify what was meant by ¿infrared ray equipment was used¿? Infrared therapy is a kind of medical instrument that uses infrared ray to penetrate human skin, and to produce thermal effect on muscles and subcutaneous tissues, so as to achieve therapeutic effect. It can accelerate blood flow, promote metabolism, increase muscle relaxation and promote tissue repair. Was this considered medical intervention? Alcohol was given and infrared ray equipment was used . What is physician¿s opinion as to the etiology of or contributing factors to this event? Suture . What is the patient¿s current status? Unk. Do you have any samples for evaluation? No . The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure what was the date of the initial procedure? How many post op days did the patient present with symptoms? On what tissue was the suture used? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) ? Were cultures performed? Results? What medical intervention was performed? Results? Other relevant patient history/concomitant medications. Could not provide additional information.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please request the following: the patient demographic info: age, weight, bmi at the time of index procedure unk. On what tissue was the suture used? Unk. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) unk. Were cultures performed? Results? Unk. What medical intervention was performed? Results? Alcohol was given and infrared ray equipment was used. Other relevant patient history/concomitant medications unk. Can you clarify what was meant by ¿infrared ray equipment was used¿? The infrared ray can act on the treatment site through clothes. It can pass through the skin and produce thermal effects directly on muscles and subcutaneous tissues. Was this considered medical intervention? What's the definition of medical intervention? What is physician¿s opinion as to the etiology of or contributing factors to this event ? Suture. What is the patient¿s current status? Stable.

Event description:
It was reported that a patient underwent natural labor on an unknown date and suture was used. The patient developed a red swollen incision after natural labor. Alcohol was given and infrared ray equipment was used. Patient condition changed better. Additional information was requested.